Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead presented to their clinic with muscle stimulation. A chest x-ray revealed that the ra lead had dislodged into the clavicle region. A revision procedure was performed and this ra lead was explanted and replaced. No additional adverse patient effects were reported.